Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was admitted to the hospital due to syncope. The device was interrogated and there was a loss of capture and increased capture threshold noted on the right ventricular (rv) lead, as well as evidence of over-sensing. The device was reprogrammed to resolve the event and the patient was stable following the reprogramming.